Manufacturer narrative:
The pod was found to function as intended without causing any failure to deliver insulin. The pod was received with the formed needle visible through the exposed portion of the soft cannula. Linkage assembly was not fully retracted from the external view. After opening the pod, score marks were found on the underside of the top housing, caused due to the misalignment between the linkage assembly and the top housing. This led the formed needle to not fully retract. But the linkage assembly-top housing misalignment did not cause any damage to fluid path components and did not affect insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels rose from 170 mg/dl to 265 mg/dl while wearing the pod between 4 and 24 hours. Patient removed this pod and would soon apply a new pod and deliver a correction; patient's bg level was 232 mg/dl at the time of reporting.